Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12059. It was reported the physician explanted the entire scs system due to an infection at the lead site on the back of the head (off-label use). The physician plans to reimplant the pt at a future date. Note the pt received two leads from the same lot number

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.